Event description:
Oily film all over the pacifier. Took it back and was given another one, same problem. The oily film could not be wiped-off.

Event description:
Add'l info rec'd from MFR 11/2/01: in response to the medwatch report, MFR immediately contact supplier, a molding operation. The response confirmed that there are no oils used in the molding and packaging of the pacifiers. Since there are no available parts (pacifiers with reported oil), MFR is unable to investigate this claim any further. In support of firm's belief that this report is not reflective of its style pacifiers, MFR submits the following; children's medical ventures has distributed in excess of 5 million pacifiers (all types) in the past two years without any report of oil or similar contamination.